Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, a reporter for the patient (the patient¿s daughter) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultramini meter displayed inaccurately high results compared other meters and the patient¿s feelings. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by medical surveillance. Despite a number of attempts, the reporter was not able to be contacted for additional information. The reporter claimed that the subject meter was reading 35 -121 mg/dl higher than a doctor¿s meter, a pharmacy meter and another meter. She stated that at 5pm on (B)(6) 2017, the patient obtained alleged inaccurately high blood glucose results of 449/451 mg/dl. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. At the time of the reported incident, the patient managed her diabetes with humalog and lantus insulin (no adjustments) and tests her blood glucose levels four times per day. It is unclear from the call whether the patient made any changes to her usual diabetes management routine after obtaining the alleged inaccurate results. The reporter stated that around eight hours later, at 1pm on (B)(6) 2017, the patient developed symptoms of ¿couldn¿t hear, talk, walk or see¿. The reporter indicated that she thought her mother was having a stroke and contacted the emergency medical services (ems). She reported that a blood glucose result of ¿56 mg/dl¿ was obtained on the ems meter at around 1:30am on (B)(6) 2017. It was not established what treatment, if any, the patient received for her symptoms. The reporter stated that during an endocrinologist¿s visit on (B)(6) 2017, the patient¿s lantus insulin was reduced from 22 to 18 units and the humalog insulin was removed altogether. During troubleshooting, the reporter confirmed that the subject meter was set to the correct unit of measure and the test strips were within expiry date and had been stored correctly. The reporter did not have control solution to test the meter and test strips. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms and may have received hcp treatment/medical intervention for an acute low blood glucose excursion, after obtaining allegedly inaccurately high blood glucose results on the subject meter.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.